Event description:
A report was received that the patient was experiencing difficulty charging the ipg due to the pocket that was too large and the battery was moving around. The patient underwent a pocket revision wherein the physician elected to replace the ipg. The patient was doing well post-operatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.